Event description:
It was reported to boston scientific corporation that an obtryx curved system device was implanted into the patient during a total abdominal hysterectomy + lysis of adhesions + transobturator tape placement with cystoscopy procedure performed on (B)(6) 2016 for the treatment of urinary and bowel incontinence, abnormal uterine bleeding and pelvic pain. After the implantation, the sling placement helped for only approximately one year after the implant. After that, the patient symptoms worsened over time and included leaking with stress and strong sudden urge to urinate with leaking. The patient started to experience not emptying the bladder well and reported her urine stream was slow to start. The patient took bladder medication for overactive bladder. It was also reported that the patient had over five utis within the last 12 months and the last one was on (B)(6) 2021. The patient also reported vaginal pain, pelvic pain and abdominal pain, pain with insertion during intercourse and with urination. Patient reports bladder pain is worse when bladder is full and pain is improved once bladder is empty. Patient has never been treated for the pain. After gall bladder surgery, the patient experienced constipation that was treated with linzess. She also reported bowel leakage. Flexible cystoscopy revealed mesh erosion of the bladder and a bladder stone assumed to be related to mesh exposure. Urinalysis was nitrite positive, and the patient was treated with macrobid. She was advised to decrease caffeine intake. The plan was for cystotomy for cystolith removal and sling revision. On (B)(6) 2021 the patient underwent transabdominal removal of cystolith and intravesical mesh via intentional extra-peritoneal cystotomy and cystourethroscopy for cystolith and intravesical mesh. During surgical intervention, stone was identified with mesh attached. Mesh was trimmed flush with bladder wall slightly to the right of midline anterior bladder well away from ureteral orifices. Mesh and stone were removed from the field. Additional mesh fragments excised flush with bladder wall. No additional mesh noted. The patient tolerated the procedure well. There were no known complications reported and the patient transferred to pacu in stable condition.

Manufacturer narrative:
Age at time of event (B)(6) years old. Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2017 was chosen as a best estimate based on the information that the event started approximately one year after implantation on (B)(6) 2016. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The mesh removal surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.